Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as an open wound with drainage. The patient was diagnosed with a fungal infection. The patient's doctor prescribed an oral medication. The patient's nurse confirmed the patient's wound was a pre-existing condition. Follow up was completed and the skin irritation was unchanged.